Event description:
Boston scientific received information that high, out-of-range (oor), shock lead impedances were noted on this patient's right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. The patient's health care professional (hcp) consulted with boston scientific technical services (ts) that the shock lead impedance was > 125 ohms in the triad configuration, 122 ohms in the rv coil to can configuration and rv coil to ra coil was 96 ohms. With isometrics the impedances were > 125 ohms in the triad and rv coil to can, and 94 ohms in the rv coil to ra coil configurations. Ts discussed further evaluation options, including doing a save to disk and memory dump. This was done and evaluation noted the overall triad impedance was 72 ohms, with all vectors measuring 93 to 122 ohms. From the patient disk it was noted that the last manual commanded test had a rv coil to ra coil impedance of 94 ohms. Additional information was received that new software was loaded and the triad impedance then measured 78 ohms. There have been no adverse patient effects reported, and normal follow-up was planned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.